Manufacturer narrative:
The investigation has determined that patient results for a single patient sample were obtained from the vitro 5600 analyzer that were mis-associated with the incorrect patient name and assay tests requested. A definitive root cause could not be identified. However, the vitros 5600 barcode scanner and the customer's non-vitros barcode label printer cannot be ruled out as contributing factors to the event. Additionally, user error in re-using sample ID numbers without ensuring the sample previously programmed with the same sample ID number was processed to completion, or deleted prior to re-use, cannot be ruled out as a contributing factor. The customer re-uses patient sample ID numbers. The customer re-used a sample ID that had pending tests stored in the analyzer. The device labeling, located in the vitros 5,1 fs user documentation (vdocs) describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. Therefore, user error may have contributed to the event.

Event description:
A customer reported that results for a single patient sample obtained from a vitros 5600 integrated system were associated with the incorrect patient. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient results were identified by the customer prior to reporting of results to the physician. There was no allegation of harm to the patient as a result of this event. (B)(4).